Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure only one implant site of the right atrial (ra) lead was found to be stable. Sensing and threshold values were found to be intermittent/unstable. The lead was inactivated and remains in patient. No patient complications have been reported as a result of this event.